Event description:
Caller reported cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Customer will continue using the current pump as backup therapy. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. They informed the caller of receiving a new pump with updated software and provided instructions for returning the problematic pump using a pre-paid ups label. The caller was advised to program the settings and connect the cgm to the replacement pump, acknowledged the instructions, and understood the requirement to return the problematic pump within 10 days.